Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Hoffman micro lengthener has failed. This is the second time this has happened on this patient. This is the second per for this incident.

Manufacturer narrative:
The reported incident that the lengthener assembly hoffmann ii micro had allegedly failed could be confirmed, since the device inspection revealed that the external tube is detached from the body part that holds the threads, not providing the distraction function anymore. Based on the investigation, the root cause was determined to be user related. The failure was probably caused by mishandling of the device. The patient should be warned that there are are certain cares upon handling the lengthener, such as the use of a specific instrument for lengthening should be used (thumbwheel), as well as, that the device does not replace normal bone structures. If the patient is not compliant, it is very likely that an event like the present one could occur. Note, as stated in the operative technique (h-st-28_hoffmann ii micro lengthener optech_2015-8654): ''one full turn of the lengthening bolt creates 0.5 mm of lengthening. The bolt is marked with a grid to help the patient follow the daily lengthening regimen, as shown (figure 2). Suggested procedure for lengthening 1 mm/daily: morning: turn two places on grid; noon: turn two places on grid; dinner: turn two places on grid; bedtime: turn two places on grid. Note: the thumbwheel should only be used with the lengthening bolt. Do not use it to tighten the multi-pin clamps as it does not supply enough torque. The thumbwheel helps the patient with his or her daily regimen. The grid on the lengthening bolt matches the markings on the thumbwheel for an easy connection and correct rotation.'' [Original statement(s)] note, as stated in the IFU (v15034): ''these devices are intended only to assist healing and are not intended to replace normal bone structures. External fixation devices are intended to hold fractured bone surfaces in apposition to facilitate normal healing. While proven successful, the devices are manufactured from metal, plastic and composite materials. No such fracture fixation device, subject to fatigue, can be expected to withstand activity levels in the same way as would a normal healthy bone. The external fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. '' [original statement(s)] a review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Hoffman micro lengthener has failed. This is the second time this has happened on this patient. This is the second per for this incident.